Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. After resetting, the malfunction did not recur, and the customer was instructed to continue using the pump and to call back if any issues reappear.